Manufacturer narrative:
It was confirmed that the epg powered on to an error code, and several error codes were found in the device log. The epg shut off during testing. The issues were attributed to the main printed circuit board (pcb) being out of electrical specification. The hinge of the hanger was found to be cracked. The display wire was found to be pinched, with the insulation intact. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) generated an error. The epg was returned for servicing. There was no patient involvement. The epg tested out of specification during analysis.